Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter and experienced cardiac tamponade treated with a pericardiocentesis. Transseptal puncture was performed by a radiofrequency (rf) needle and ablation was being performed. Blood pressure was observed to decrease (80 to 70) from the time of left pulmonary vein (lpv) ablation. Since it was only a slight decrease in the blood pressure, the procedure was continued while monitoring the patient's condition, but by the time both pulmonary vein isolation (pvis) were completed, the blood pressure had decreased to the 60s. Echocardiography showed pericardial effusion and cardiac tamponade was diagnosed, and treatment of drainage and vasopressors were administered. No evidence of steam pop. Approximately 30 minutes after the start of the treatment, normal vitals were confirmed, and the treatment was completed. The patient outcome is fully recovered and was discharged from the hospital on an unknown date. The physician's comment on the relationship between the event and the product was that although there was no evidence of cardiac tamponade caused by the ablation, there was a situation when breathing caused the catheter to move into part of the atrial appendage during ridge ablation. Therefore, this was the most likely cause of the cardiac tamponade. Also, right ventricle (rv) catheter placement may have been the cause of the cardiac tamponade. Correct settings were utilized, and no error messages were observed on the equipment during the procedure. There were no abnormalities observed while using the product. Device evaluation details: on 30-nov-2023, the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation (mre) was performed for the finished device 31110053l number, and no internal action related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter and experienced cardiac tamponade treated with a pericardiocentesis. Transseptal puncture was performed by a radiofrequency (rf) needle and ablation was being performed. Blood pressure was observed to decrease (80 to 70) from the time of left pulmonary vein (lpv) ablation. Since it was only a slight decrease in the blood pressure, the procedure was continued while monitoring the patient's condition, but by the time both pulmonary vein isolation (pvis) were completed, the blood pressure had decreased to the 60s. Echocardiography showed pericardial effusion and cardiac tamponade was diagnosed, and treatment of drainage and vasopressors were administered. No evidence of steam pop. Approximately 30 minutes after the start of the treatment, normal vitals were confirmed, and the treatment was completed. The patient outcome is fully recovered and was discharged from the hospital on an unknown date. The physician's comment on the relationship between the event and the product was that although there was no evidence of cardiac tamponade caused by the ablation, there was a situation when breathing caused the catheter to move into part of the atrial appendage during ridge ablation. Therefore, this was the most likely cause of the cardiac tamponade. Also, right ventricle (rv) catheter placement may have been the cause of the cardiac tamponade. Correct settings were utilized, and no error messages were observed on the equipment during the procedure. There were no abnormalities observed while using the product.